Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (250 mg/dl). Customer delivered a bolus to treat elevated level. Customer reported being a new user of the pump and needed time to acclimate and find the correct basal rate with direction of health care provider. Customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
.